Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, it was reported that the device was not used past expiry date. (B)(4) is related to device problem code 2907 for the problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio suturing device was used during a sacrospinous ligament fixation procedure. According to the complainant, during the procedure, during deployment of the device, the dart detached inside the patient and was retrieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.